Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(6), model: sc-2218-50, serial: (B)(6), batch: 16121665.

Event description:
It was reported that the patients leads had high impedances. She was also experiencing undesired stimulation on the right side and inadequate stimulation on the left side due to lead migration. All device components were explanted and will not be returned.